Event description:
It was reported that an (B) (4) handheld computer's screen was frozen on the programming screen int he or. Troubleshooting did not resolve the issue. A backup handheld computer was available to successfully complete the or case. A replacement handheld has been sent to the site. Good faith attempts to obtain additional information have been unsuccessful to date.